Manufacturer narrative:
Final analysis confirmed charge timeout on the device image. No anomalies were found during functional testing. The device was able to charge normally on the bench. The cause of the charge time out remains undetermined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net on (B)(6) 2020 with a long charge time alert for their implantable cardioverter defibrillator. No loss of therapy was noted. However, the device was explanted and replaced on (B)(6) 2020 as it needed to be upgraded anyway. Patient was stable after the procedure.